Event description:
During several procedures, the light handle cover had fallen off the light handles and contaminated the sterile field. The contaminated area was covered and/or changed. The incidents had no effect on the patient.